Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) was confirmed. As received, the electrode belt failed incoming testing. The cause was an intermittent orange (+5v) wire in the trunk cable. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.